Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00361 thru 3012447612-2018-00365.

Event description:
It was reported that a surgeon has seen patient infections after using an inserter and related implants which are stored in the same sterilization case. There is no specific infection cause or patient information available. This is report four of five.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the IFU found instructions for proper cleaning/sterilization of system. There is no indication that these instructions would have contributed to the reported event.

Event description:
It was reported that a surgeon has seen patient infections after using an inserter and related implants which are stored in the same sterilization case. There is no specific infection cause or patient information available. This is report four of five.